Event description:
The patient reported he only sees 4 dashes on the display screen of his insulin infusion device. He stated the battery has been in use for well over 2 weeks. During troubleshooting, the patient was asked to read the lot number and expiration date of the battery but he stated he could not read them. He was instructed to install a new battery and the device worked properly. The patient was informed that it appeared he had used a recalled battery but this could not be confirmed until the lot number is determined. No blood glucose or other physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.